Event description:
Related manufacturer report number: 2017865-2023-93558. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high capture thresholds and were dislodged due to twiddlers syndrome. The ra and rv leads were both explanted and replaced. The patient was stable.